Manufacturer narrative:
The customer's report was duplicated and attributed to the two middle batteries of the ten batteries used to power up the device were found to be installed incorrectly. A new set of ten batteries were installed to resolve the customer's report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.